Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive on the insulin pump. Customer's blood glucose was 284 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. The insulin pump was monitored for several days with no blank display. The insulin pump was received with normal operating currents. No damage was found on the isolation tape. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.